Event description:
The customer reported to olympus, the image on the video processor was freezing. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. Troubleshooting was done with technical support. The customer was instructed to check the cables. The customer was also instructed to remove the scope and restart the unit. Upon turning the unit back on the color returned to normal. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over ten (10) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause for the malfunction could not be determined. Olympus will continue to monitor field performance for this device.